Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the defib receptacle and monitor flex cables that were not properly seated. The defib receptacle and monitor flex cables will be reseated to correct the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.